Manufacturer narrative:
This report was from a literature article titled: successful treatment of capd peritonitis caused by coraxella catarrhalis; clinic of nephrology military medical academy belgrade, serbia; d pilcevic; udk: 616.381-78-06; 616.381-002 / ser j exp clin res 2018; 19: 89-91; doi: 10.1515/sjecr 2016 0098. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. On unreported dates, the patient was hospitalized and began treatment for the peritonitis with cefazolin and amikacin (doses, routes, and frequencies were not reported). After 48 hours, pain was reduced and the patient¿s pd effluent reportedly became ¿purified with regression of white blood cells when patient discontinued aminoglycosides¿. The treatment with cefazolin continued for 14 days and the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.